Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 600 mg/dl. The customer received assistance from their mother and tandem technical support. The customer's mother assisted the customer by answering tandem technical supports questions and tandem technical support assisted by calling emergency services and waiting on the phone till they arrived. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.